Event description:
Clinical study. Same case as MFR #6000089-2004-00783 and 6000089-2004-00785. Ninety minutes after a drug eluting stenting treatment procedure a subacute thrombosis occurred. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 95% stenosis (per cath report) and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and the placement of two taxus stents (3.0 x 32 mm, 2.5 x 16 mm) with difficulty. There was concern about missed overlap. As a result, a third taxus stent (2.5 x 8 mm) was placed covering the defect between the two stented segments. Residual stenosis was 0% following post-dilatation. Cath report noted future treatment of lcx (1-2 weeks). One and a half hour post-procedure, the pt developed acute st elevation inferiorly and ongoing substantial chest discomfort. Cardiac catheterization revealed: no evidence of stenosis in the previously stented segments. Lcx - 75% irregular stenosis appeared unchanged. Rca - the proximal 40-50% lesion now showed 60% stenosis by luminal calculation on ivus. A 4.0 x 12 mm express stent was placed in the proximal segment of the rca. There was a filling defect possibly felt to represent a thrombus in the mid portion of the first stented segment which resolved after balloon inflation and administration of reopro. The pt continued to have clinical evidence of ischemia with chest pain and st segment elevation. Lcx was then treated with placement of a 3.0 x 20 mm taxus stent. The pt continued to have chest discomfort though substantially improved after reopro was started. The pt was transferred to the ICU with diminishing chest pain symptoms and clinically stable.